Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was stuck and was unable to close or open. The field service engineer (fse) inspected the drawer, found that the catch had fallen out and mount screws were broken. The fse reinstalled the catch and mount to resolve the issue, tested the drawer, and ran diagnostics. The system functioned as intended after the field service engineer repaired the device.